Event description:
It was reported that during a laparoscopic cholecystectomy, on the first device, a piece of white plastic broke off and did not fall into the patient. With the second device, staples did not oppose each other; they were offset (malformed). Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.